Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left iliac vein using a lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12), and a penumbra engine (engine). During the procedure, the physician connected the lightning to the cat12 and plugged the lightning into the engine; however, the lightning unit failed to illuminate. Subsequently, when aspiration was initiated, the lightning failed to aspirate. It was reported that the lightning was not clicking or aspirating when the flow switch was in the on position. To troubleshoot, the physician pushed the usb cable down on the usb-c port; however, the lightning unit would only illuminate green intermittently for approximately one second. Therefore, the lightning was removed. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.